Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. During the procedure the customer stated that the suture was ¿brittle¿ and ¿fractured¿. Says the needles are also popping off very easy. The surgery was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: could you please clarify how many devices present these issues (breakage suture & pull off suture needle) please confirm, quantity for breakage suture and quantity for pull off suture needle. "Not exactly sure how many. A few pulled off the needle. Suture broke a few times when tying, not a clean break, more frayed." What is the lot number? The lot number: par894. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that twenty-seven unopened samples that pertain to the product code 8706h was received. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strands and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment, the pull force and tensile force were above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-02401. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.